Event description:
It was reported from the intensive care unit that the entire bottle containing 100ml precedex (dexmedetomidine) was infused in 40 minutes. The patient had to be resuscitated to preclude permanent harm. During site visit by bd practice consultants team, it was reported that the previous infusion was beeping but had some medication left in the bottle so the old bottle was removed and the new bottle was spiked. The nurse completed the scanning process (scanned patient, bottle and pump), checked the rate (green screen) and started the new infusion. The nurse then noted drips falling in the tubing drip chamber, the pump module was not opened and the IV set was not changed. The nurse returned to the patients room 30-40 minutes later to transport the patient and found pump module alarming for air-in-line and the bottle was empty and observed air in the tubing. At that point, the nurse noticed the patient was slumped and a rapid response was called. The nurse paused the pump module and checked for leaks of the IV set and the line was still ¿good¿. The nurse was instructed to monitor the patient¿s heart rate and blood pressure and fluids were administered. IV set used with the precedex infusion was bd alaris pump infusion set back check valve 3 smartsite y-sites (B)(4). The IV set has a pinch clamp and roller clamp. There was also an IV fluid infusing. It was then noted by the bd practice consultant team that a third party door latch and sear was installed on the event pump module. The IV set was misloaded in the pump module. The medication was a glass bottle of precedex 400mcg/ml. The IV set vent was in closed position.

Event description:
It was reported from the intensive care unit that the entire bottle containing 100ml precedex (dexmedetomidine) was infused in 40 minutes. The patient had to be resuscitated to preclude permanent harm. During site visit by bd practice consultants team, it was reported that the previous infusion was beeping but had some medication left in the bottle so the old bottle was removed and the new bottle was spiked. The nurse completed the scanning process (scanned patient, bottle and pump), checked the rate (green screen) and started the new infusion. The nurse then noted drips falling in the tubing drip chamber, the pump module was not opened and the IV set was not changed. The nurse returned to the patients room 30-40 minutes later to transport the patient and found pump module alarming for air-in-line and the bottle was empty and observed air in the tubing. At that point, the nurse noticed the patient was slumped and a rapid response was called. The nurse paused the pump module and checked for leaks of the IV set and the line was still ¿good¿. The nurse was instructed to monitor the patient¿s heart rate and blood pressure and fluids were administered. IV set used with the precedex infusion was bd alaris pump infusion set back check valve 3 smartsite y-sites 2426-0007. The IV set has a pinch clamp and roller clamp. There was also an IV fluid infusing. It was then noted by the bd practice consultant team that a third party door latch and sear was installed on the event pump module. The IV set was misloaded in the pump module. The medication was a glass bottle of precedex 400mcg/ml. The IV set vent was in closed position.

Event description:
It was reported from the ICU that the entire 100 ml of bottle of precedex (dexmedetomidine) infused over 40 minutes, guardrails stated that the pump was in drip mode. The patient had to be resuscitated to preclude permanent harm. Further information was requested but not received.

Manufacturer narrative:
Additional information: imdrf annex a, b and g codes, manufacturer narrative. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12apr2014. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital medical center. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported from the ICU that the entire 100 ml of bottle of precedex (dexmedetomidine) infused over 40 minutes, guardrails stated that the pump was in drip mode. The patient had to be resuscitated to preclude permanent harm. Further information was requested but not received.